Event description:
It was reported that at implant, after connecting the device to the leads, there was r-wave undersensing. The lead was repositioned, with the same results. It was further reported that there was oversensing of non-physiologic events on the ventricular egm. A different device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.